Event description:
During troubleshooting for an unrelated alarm during fill 2 of 5 on a homechoice (hc) machine, it was reported that the home patient (hp) had reused supplies from a previous therapy. The hp stated he disconnected, cleared the alarm, and reset the hc with the same bags. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.